Event description:
It was reported that at about 2 months after the implantation, an increase in the pacing threshold of >7.0 v was observed. The lead was explanted and replaced. No worsening of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. The lead was checked visually, electrically and mechanically during the analysis. This inspection did not find any deviations from the technical specifications that could be related to the clinical complaint. The lead proved to be conforming to specifications and without problems. There were no indications of a material defect or manufacturing error.